Event description:
The issue was found after completing a puncture of subcarinal adenopathies procedure during the leak test in reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information based on the information supplied by the customer and additional information based on the completed manufacturer investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the gap between the acoustic lens and ultrasound probe could not be identified. It is likely the chipped acoustic lens occurred due to physical stress being applied to the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found wear of the up/down lock lever which prevented function, deformation of the celling plate within the control body, discoloration of the air/water cylinder, scratches on the up/down lock lever, grip, distal end of the scope, and objective lens, dirt within the forceps channel port, the electrical connector was shaved which caused loss of water tightness, a pinhole on the connecting tube causing water tightness to be lost and electrical insulation resistance to be decreased, damage to the acoustic lens which caused a poor quality image, wear of the adhesive on the objective lens, adhesive on the light guide lens, and angulation wires, a chip on the adhesive of the protective coating on the bending portion of the scope, and a snag within the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope was leaking near the tip. Inspection and testing of the returned device found a gap between the acoustic lens and the ultrasound probe and a chip on the acoustic lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.